Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call of not being able to upload insulin pump to carelink. It was found that insulin pump received an unexpected restart alarm, signal too low alarm, and a (B)(6) anomaly alarm. Caller was not able to troubleshoot. Caller was advised that insulin pump would need to be replaced due to excessive alarms.